Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins had reached end of service (eos) and the patient couldn¿t turn it on anymore. The patient was dissatisfied with the longevity and stated that it only lasted them 2 years whereas one of their prior implants had lasted them 10 years. The patient was redirected to their healthcare provider (hcp) to schedule a battery replacement. No symptoms or complications were reported.